Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 41 months post implant of a bifurcated device and two suprarenal aortic extensions, the patient presented emergently to the hospital emergency room and was symptomatic with back pain. The hospital performed a computed tomography scan which indicated the aneurysm sac had increased in size and there was a separation between the suprarenal aortic extension and the bifurcated device. The CT scan did not show an endoleak. The physician decided to implant an infrarenal aortic extension on (B)(6) 2015. The patient was reported to be doing fine.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to severe lateral angulation of the aortic neck. Cautionary product use conditions that might have contributed to this event included: the severe calcifications at the aortic neck and bilateral iliac arteries; and, the inability to tolerate contrasted CT surveillance, which might have delayed a diagnosis and treatment. There was evidence to support an intraoperative stent migration and type ia endoleak that was immediately treated successful with another suprarenal stent. One month post implant, there was evidence to support a progressive stent separation. Thirty seven months post implant, there was evidence to support a non-specific distal aortic endoleak. Subsequently, four months later (41 months post implant) there was evidence to support a type iiia endoleak and a near complete stent separation (stent graft event). Due to lack of information, the secondary procedure was confirmed, but technologic success could not be assessed, and the final patient disposition could not be established. It was reported that the patient was doing well. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the likely root cause has been due to patient's anatomy/condition.